Event description:
The pt was revised for pain. Revision surgery found the femoral and tibia components to be loose. It was reported the pt fell causing the devices to loosen.

Manufacturer narrative:
The products associated with this reported event were not returned for examination. The products lot codes required to search the complaint database by mfg lot code were not provided. The investigation could not draw any conclusions about the root cause of the reported device loosening. Provided info stated the pt experienced trauma (fell) on three occasions causing the components to loosen. The reported pt large physical stature could also be a contributing factor. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.